Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr became stuck with the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A 1.75mm rotalink plus and a rotawire were selected for use. During the procedure, it was noted that the burr and advancer became stuck with the rotawire during delivery. When the physician attempted to remove the burr, it was further noted that the burr and advancer were stuck and had to be removed together with the wire. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr became stuck with the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A 1.75mm rotalink plus and a rotawire were selected for use. During the procedure, it was noted that the burr and advancer became stuck with the rotawire during delivery. When the physician attempted to remove the burr, it was further noted that the burr and advancer were stuck and had to be removed together with the wire. The procedure was completed with another of the same device. No patient complications were reported. Device evaluated by MFR.: the device was returned for evaluation. A visual and microscopic examination noted that there were numerous sheath kinks. The coil is stretched and kinked at the handshake connection. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The rotawire that was used in the procedure was not returned to investigation site, so functional testing was performed using a test .009 rotawire. The test rotawire was inserted through the burr and advanced through the entire length of the device, but would not pass the coil damage at the handshake connection. No other issues noted.